Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombus is listed in the mitraclip system instructions for use and is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances as aspiration was performed to remove the thrombus. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced into the patient anatomy and a clot was noted. Aspiration was performed and the procedure was aborted. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.